Event description:
On (B)(6) 2005, the patient underwent placement of a greenfield vena cava filter. On an unknown date, computed tomography (CT) scan revealed mesenteric perforation. There was no sign of filter tilt, migration, fracture/bending, stenosis. The depth of penetration/perforation was not reported. It was further reported that on (B)(6) 2019 the patient had the CT of their abdomen. The imaging showed that there is a retroaortic left renal vein. The tip of the ivc filter is placed at the origin of the left renal vein. The ivc filter is directed straight along the course of the ivc. The tip of the filter is adjacent but does not appear to touch the left lateral ivc wall. The distal progs of the ivc filter extends slightly beyond the ivc wall. Subtle fatty tissue planes are noted along the anterior struts. The ivc filter does not involve surroundings structures. There is no fracture of the filter struts. The ivc filter terminates before the bifurcation into the common iliac veins.

Event description:
On (B)(6) 2005, the patient underwent placement of a greenfield vena cava filter. On an unknown date, computed tomography (CT) scan revealed mesenteric perforation. There was no sign of filter tilt, migration, fracture/bending, stenosis. The depth of penetration/perforation was not reported.